Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shock therapy for conducted atrial fibrillation (af). The shock therapy induced the patient into either polymorphic ventricular tachycardia (vt) or af with aberrancy (the physician was unable to determine). Subsequently, the physician reprogrammed the device. No additional adverse patient effects were reported. The device remains implanted and in service.